Event description:
The consumer reported receiving a burn on her left thigh from using the heating pad. She was laying on the heating pad at the time of the event. The owners manual for this unit clearly states to not lay or lean against the heating pad as it could result in a burn.